Manufacturer narrative:
Voco profluorid varnish contains rosin and artificial flavors. Intolerances to these ingredients cannot be ruled out in rare cases. The instructions for use contain appropriate warnings.

Event description:
After treatment with cleanjoy carmel and voco profluorid varnish sd pina colada, one patient complained of burning gums and swollen lips, as well as a rash on her face and neck. The patient achieved an immediate reduction in symptoms by using her own epi pen in home care. The patient also took 10 mg prednisolone twice. The next day, the patient was symptom-free. This is report 1 of 2.